Event description:
It was reported that outside of surgery, device had an air leak at the handle/ hose connection. There was no patient involvement or impact. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the reported air leak could not be replicated; however, the device did not power on, the control bar was loose, and various parts were damaged which could affect device function. The motor, swivel, lever, ball plunger, reciprocating arm, bearings, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This event has been recorded by zimmer biomet under cmp-0944184. No additional information is available.